Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A retained reagent kit of lot number 89366li00 was tested for sensitivity. Results of this testing did not implicate that the performance of the lot is negatively impacted. No false non-reactive results were obtained. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect syphilis result of 0.11 s/co was generated for a patient sample that tested (B)(6) using tppa testing. No additional testing was performed to determine which result is correct. No adverse impact to patient management was reported.